Manufacturer narrative:
The adverse event was discovered though internal case review on september 7, 2017. Due to an oversight, the event had not been reported previously. The event had occurred in (B)(6) of 2017. Due to the delay in reporting, there was no product to evaluate nor, any data logs available for analysis. The root cause of the access site bleeding was unable to be determined as the product was not returned from the field. No other complaints of adverse events have been made against this lot of impella pump or introducer. No corrective action is recommended as the root cause was unable to be determined as the product was not returned. (B)(4).

Event description:
On the (B)(6) a (B)(6) year old female was admitted after suffering angina while on a treadmill. She coded in the field on route to the hospital. Upon admission she was hypotensive and bradycardic. The physician placed an impella cp for support while cardiothoracic surgery was consulted for a totally occluded right coronary artery (rca) and left anterior descending artery (lad). On the evening of the (B)(6) the patient had a noted bleed from the access site in the left femoral artery (lfa). The lfa was compressed with a manual hold and the impella cp was propped up at the access site to relieve the profuse bleeding. The patient developed a hematoma at the site due to the bleed. The patient coded due to hypovolemia and had a vascular surgery consult. The team returned to the cardiac cath lab to re-evaluate her coronary artery disease. At this time a diagnosis of cardiogenic shock was made and the patient had two units of blood product infused. The patient was stabilized in the following days, and the impella cp was explanted on the (B)(6). The groin access site bleed had resolved and she was noted to be doing well.